Event description:
After treatment in the nasolabial folds with cosmoplast the pt presented with an intermittent burning sensation at treatment site that is not painful. The physician prescribed oral claritin.

Manufacturer narrative:
Device eval summary: quality assurance has reviewed the device history records for this lot from finished product labeling to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.